Manufacturer narrative:
Citation: castro-mejía af, et al. Development of atrioventricular and intraventricular conduction disturbances in patients undergoing transcatheter aortic valve replacement with new generation self-expanding valves: a real world multicenter analysis. International journal of cardiology. 2022 sep 1;362:128-136. Doi: 10.1016/j.ijcard.2022.05.014. Epub 2022 may 10. Earliest date of publication used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the development of conduction disturbances in patients undergoing transcatheter aortic valve replacement (tavr) with new generation self-expanding valves. All data was retrospectively collected and analyzed from five centers between january 2017 and january 2019. A total of 344 patients were included in the study population. Patients underwent tavr with either a non-medtronic valve type (n = 214) or a medtronic evolut r/pro valve (n = 130; predominantly female; median age 83 years). No unique device identifier numbers were provided. The authors noted that four patients died during the tavr procedure and were excluded from the study population. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all evolut r/pro patients, adverse events included: need for the implant of a second valve during the tavr procedure, new-onset high degree conduction disturbances, and need for permanent pacemaker implantation after tavr. Specific indications for pacemaker implant consisted of complete or high degree atrioventricular block, extreme or symptomatic bradycardia, sinus pauses, alternating bundle branch block, left bundle branch block, and pr interval prolongation. No additional adverse patient effects or product performance issues were reported.